Event description:
A customer reported a cgm error 42 and asked how to share reports from the pump via tandem source. The error did not adversely affect the customer's blood glucose level. The customer received guidance from technical support on resetting the pump and successfully started a new sensor session without further issues.